Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude alert was detected for this device, that the device was programmed to other than monitor plus therapy. At this time, the reprogramming reason was unknown. To date, no adverse patient effects were reported with this clinical observation.